Manufacturer narrative:
Per the t:slim user guide: the screen on/quick bolus button (on the top of your t:slim pump) is stuck or not functioning properly and all deliveries have stopped. The system will re-notify you every 3 minutes until the condition is corrected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer declined tandem customer technical support's (cts) offer to troubleshoot to determine a possible cause of the occlusion as the pump supplies were due to be changed that day. The customer had pressed the wake button down for an extended period of time in an attempt to turn the pump off for a short period of time and received a valid alarm 22. Cts educated the customer on how to turn the pump off. The customer's blood glucose (bg) level was 516 mg/dl and insulin injections were used to address the bg level.